Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the joining of the syringe and the hydro cannula was weak and the components became detached at times by water pressure. Patient outcome is unknown. Additional information and product samples have been requested.

Manufacturer narrative:
Review of the device history record (DHR) indicates the product was built to specification. A complaint history examination indicates there are no additional complaints associated with the needle / cannula lot for the reported issue. This is the third complaint for the reported medical device's finish goods lot and the second complaint reported for this issue. Five opened needles were received attached to syringes for evaluation. The samples were visually inspected and were found to be conforming. The samples were then functionally tested for luer taper and fit with a syringe and were found conforming. Finally, the samples were functionally tested for air flow and were found conforming. Three 2.5cc syringes and two 2.5cc red syringes was returned and inspected by the supplier. The returned samples had no defect such as a crack, deform, or foreign material attached on the point of the syringe which leads to a weaker connection. A cannula from stock was connected on to the syringe, but no loose connection or abnormality was confirmed. The returned samples were inspected using a gauge under jis ((B)(4) industrial standards) specification. All of the samples were within the standard specification. No abnormality was found on the reported finished goods lot. There has been no change on the product lure taper and the management in the past two years. The root cause of the customer's complaint could not be established; the returned samples met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the returned sample met specifications. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).